Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the device failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the both pressure transducer printed circuit boards were replaced. Additionally, filter holder was replaced as precaution due to bad appearance. The issue has been resolved and the device was delivered to the user in working condition. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported as defective pressure transducer printed circuit board may lead to high pressure.   In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's logs nor the claimed parts were available for further analyze. Therefore, the root cause to the reported issue has not been determined.